Manufacturer narrative:
This supplemental report is being submitted to correct initial report. As a result of the investigation, it was found that this event was not an event to be reported. Omsc withdraw MFR report # 8010047-2021-03306.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified procedure, the scope communication error e216 occurred many times and the intensity of the light emitted from the subject device could not be adjusted well. The user reconnected the devices several times, however the issue could not be resolved. The user replaced the endoscope connected to the subject device to another endoscope and completed the procedure. There was no report of patient injury associated with the event.